Manufacturer narrative:
Our investigation into the complaint has now concluded. The device was sent to our technical center so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The complaint issue of bad odour was confirmed during the evaluation, the pump was also observed to have a cracked case. Following the complaint assessment and based on cost effectiveness, it was advised by the service center that the device be scrapped due to its age and condition. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
The machine gives off a bad smell, such that it can not be supported and / or managed. ((B)(4)). The client reports that the system in some occasions does not properly dispense the therapy. ((B)(4)).